Manufacturer narrative:
D1 revised brand name since the initial report was submitted. The investigation was completed and h6 codes were updated. Investigation summary: hemolysis/mechanical interaction with blood: the cause of the hemolysis was unable to be determined due to no product or data logs returned for analysis. Sepsis: the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella cp device was inserted into the left femoral artery in a 64-year-old male with a past medical history of coronary artery disease (cad) presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs) in scai stage d shock on inotropes, vasopressors, and ventilator support prior to initiation of support. While the patient was in the cardiovascular intensive care unit (cvicu), hemolysis was suspected. Plasma free hemoglobin results were 50 and 100. Lactate dehydrogenase (ldh) was 2295. Lactate increased to 6.0 from 4.4 (pre-impella). The patient also experienced sepsis. Care was withdrawn and the post-procedure outcome was expired at explant. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with ami complicated by sepsis and cgs as they presented in stage d shock. Hemolysis and sepsis are listed as potential adverse events and are consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1: added product problem, this was omitted in the initial in error.